Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance and went to the hospital to treat blood glucose (bg) level. It was not provided if bg level was low or high. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.